Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (395-545 mg/dl) and a correction bolus was delivered to address the bg level. The customer was not sure what the caused the high bg. During troubleshooting with tandem technical support, an air bubble was observed in the tubing. The customer changed the infusion set site and tubing. No additional air bubbles were observed. The customer's bg was dropping.